Event description:
Report received of a non-delivery of tpn with no pump alarm. It was reported that the tpn was hung at 6:00pm in 2001 and the pump was programmed to deliver at 40ml/hour. At 4:00pm on the following day, it was noted that the tpn bag was still full. There was no pump alarm reported. According to the customer contact, green "running light" was not on. The customer contact reported that to her, this indicated that there was probably a user issue involved with this event. She fells that either the device was never turned on, or the device was programmed and then turned off. The pt reportedly became "quite hypoglycemic". Specific blood sugar levels were not recalled by the customer contact. The pt rec'd an infusion of d10w at an unspecified rate for aprox 3-4 hours, when the tpn was then resumed. No other medical interventions were required for the pt, who did not experience any adverse sequelae.